Manufacturer narrative:
Consumer reports that product will be returned. She does not know the lot number of the needle used. Unable to conduct a complaint history on the lot or a batch history review in manufacturing. Awaiting product return to conduct quality investigation.

Event description:
Consumer called to report a needle breakoff in her skin. Had a friend who is a physician remove the needle and treat.